Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii/IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii/IV, rupture, and patient's concern with the product. Device evaluation: visual analysis of the returned device identified one curved opening, white particles calcification - like in device outer surface and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening crease sharp and wear abrasion. Based on the device analysis the final assessment is: one opening crease sharp in the side posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patient's concern with the product, "capsular contracture baker grade iii or IV", rupture, "mild chronic inflammation", and calcification. Device has been explanted.